Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 4 of 5 on the homechoice. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. Nothing unusual was noted with the supplies being used. The technical service representative (tsr) had hp disconnect from machine, cycle power and remove cassette to discard supplies. The cause of the alarm was undetermined. The hp will complete a manual exchange and contact the nurse about missed therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.